Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic), and rv (right ventricular) oversensing. Analyst commented, evidence of t-wave oversensing (twos) noted during ventricular tachycardia (vt) non-sustained and ventricular fibrillation (vf) episodes. Sic went up to 1380 (within 401 days) along with ventricular tachycardia (vt) non-sustained and ventricular fibrillation (vf) episodes and evidence of oversensing.

Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD) patient experienced ventricular tachycardia and ventricular fibrillation. The ICD exhibited t-wave oversensing with inappropriate therapy administered. The ICD sensing settings were re-programmed and the device remains in use. No further patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.